Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: the pump's black box could not be properly analyzed due to moisture damage in the pump. The pump could not be investigated as a result of the damage. (B)(4).